Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use with a patient, this flotrac sensor measured cardiac index and stroke volume as double than the cardiac index and stroke volume measured by tee, using velocity time integral measurement/calculation. The cardiac index measured by tee was 2.11 l/m/m2 and cardiac index measured by the flotrac was 4.1 l/m/m2. Stroke volume measured by tee was 76 ml and the stroke volume measured by the flotrac was 121 ml. The expected values according to the patient's clinical conditions would have been the cardiac output measured/calculated by the tee, so closer to a cardiac index of 2.1 l/min/m2. There were no error messages displayed. The patient was not treated based on the wrong values. There was no patient injury. The product was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One flotrac sensor was returned for examination. The reported event of measurement issue was not confirmed. Both the flotrac and dpt sensors of the flotrac unit zeroed and sensed pressure accurately on an ev1000 and pressure monitors. No error message was noticed on the monitors. Pressure readings from both the flotrac and dpt sensors were also stable during 8 hours of output drift testing. Electrical testing also showed that both input impedances were within specifications. Zero-offset also met specification. No leakage was detected from the unit during test. No visible damage was observed from the unit. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.